Event description:
Reporter indicated that her husband used the hot/cold wrap on his arm and the side of the wrap opened causing the interior contents to spill on his arm. Reporter indicated that her husband had had surgery prior to this incident and the incident made the wound worse. The manufacturer is following up to investigate the incident and determine if the consumer sought medical attention.